Manufacturer narrative:
Correction: b5 device evaluation: follow-up report submitted to document device evaluation results

Event description:
The user facility reported that the device had debris coming out of it during testing of the device. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
The user facility reported that the device had debris coming out of it.  Attempts were made to obtain additional information about the event; no further information has been received.